Event description:
Boston scientific crm received info that this dextrus atrial lead dislodged and the helix appeared to be retracted. In a revision procedure, the lead could not be repositioned due to helix difficulties. The lead was surgically abandoned and replaced with a new lead. No adverse pt effects were reported.